Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The data log could not be retrieved because of the "call tech support" error. A manual sound test was performed and the alerts did not sound. The customer complaint of no audio output was confirmed the root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 05/16/2016 to claim no audio output on (B)(6) 2015. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) if follow-up, what type?: additional information, correction/removal reporting number - additional.